Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h1, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information received by edwards. Ultimately, the patient's early discharge prevented the medical team from providing potential treatment such as a pacemaker implantation. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in greece, edwards received notification of a 44m evoque procedure in tricuspid position where the patient was on beta blocker and digoxin that was held for 24 hours post procedural and reinstated afterwards. Additionally, the patient was on atrial fibrillation on telemetry for 48 hours post procedure. The patient was discharged on post operative day 2 and shortly after arriving home they experienced dizziness and despite extensive CPR, the patient passed away. As per medical opinion, the most likely case of death would be complete heart block arrect, followed by ventricular tachycardia/ ventricular fibrillation (patient had elevated troponin), pulmonary embolism or metallic valve thrombosis.